Event description:
A medtronic representative reported that while attempting to set-up a demonstration with an untrasound device, sonosite, the navigation system became unresponsive once inside cranial. When in the launch screen, the cranial application was re-launched and the system, again, became unresponsive. In trouble-shooting the system remained unresponsive, and after a hard re-boot, and unplugging the footswitch and svideo cable to the sonosite, the system returned to normal function, and successfully entered the cranial application. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation has not been completed.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.